Event description:
On (B)(6) 2012, the reporter called animas alleging that the insulin pump shut off and would not power up again after the patient wore it while swimming. The reporter also stated there was no vibration or audio tone or display when new batteries were placed in the pump. The reporter also stated that there was a rip in the keypad rubber when it was exposed to water. During troubleshooting, there was no moisture found in the battery compartment, the cartridge compartment or visible behind the display screen. There was no patient impact associated with this complaint. The reported issue of failure to power up after being exposed to water with a torn keypad is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported because the alleged malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.